Event description:
It was reported that a minimum fill notification was received while the customer was attempting to reload the cartridge with over 80 units. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by cleaning the pump's pneumatic tap area and reloading the existing cartridge, allowing them to resume insulin delivery.